Manufacturer narrative:
Per inspection. Not product's fault.

Event description:
Received a letter from an attorney representing an insurance company for a subrogation interest for a fire alleging a product of pride's may be responsible.

Manufacturer narrative:
The "model #", "serial #", and further details have not been provided. The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Received a letter from an attorney representing an insurance company for a subrogation interest for a fire alleging a product of pride's may be responsible.